Manufacturer narrative:
(B)(4). Investigation summary: no samples or photos were returned for analysis. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (nano pro pen needle, needle clog) was captured and addressed. Investigation conclusion: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen ndl 32 g 4 mm hp 105 box de was clogged on 30 occasions during use. The following information was provided by the initial reporter: clogged needles.